Event description:
The manufacturer received information alleging a ventilator was alarming for service required. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, and failed a test step during testing. The device's oxygen blending module board was replaced to address the issue.